Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract, and a needle stick injury post use by hcp. The following information was provided by the initial reporter: material no: 381434 batch no: 8337693 describe the even or problem: rn inserting 20g insyte. Once IV catheter advanced prior to fully removing needle from catheter, rn decompressed retracting needle, as per usual work flow. Then rn fully removed needle from catheter and decompressed retracting button, button remained decompressed, needle did not retract. Rn laid needle on bed while securing IV, patient moved leg, needle fell off bed and needle stuck into the to of the rn's foot first passing through his shoe. Rn pulled needle out of top of shoe and foot.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract, and a needle stick injury post use by hcp. The following information was provided by the initial reporter: material no: 381434 batch no: 8337693. Describe the event or problem: rn inserting 20g insyte. Once IV catheter advanced prior to fully removing needle from catheter, rn decompressed retracting needle, as per usual work flow. Then rn fully removed needle from catheter and decompressed retracting button, button remained decompressed, needle did not retract. Rn laid needle on bed while securing IV, patient moved leg, needle fell off bed and needle stuck into the top of the rn's foot first passing through his shoe. Rn pulled needle out of top of shoe and foot.